Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-dec-12 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient had a pain pump that was empty and the hcp was wondering what to do as they had just been booked into a correctional facility. The event date was unknown. No patient symptoms were reported and the hcp was to speak with the patient. Contact information was provided so that a manufacturer representative could be paged. No further complications were reported or anticipated.